Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for low blood glucose of 30 to 50 mg/dl. Customer treated with food. Customer indicated that their blood glucose value was 78mg/dl at the time of the call. There was no indication that the insulin pump over delivered insulin. Customer was unsure if the pump programming was accurate. Troubleshooting found that the bolus history was correct. Customer declined further low blood glucose troubleshooting. Customer was advised to monitor the pump and blood glucose and call back if any further issues.